Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: nurse called said cord got hot during a procedure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be that the portion of the cable where the broken light fibers are located, may have had pressure applied to this area by a heavy object. It is also possible that the concentrated area may have been wedged in between two hard surfaces causing the breakage of the fibers to occur, thus creating a hot spot on the cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.